Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2scx4); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported having pain in their lower hip and buttocks area that extends down to their leg. The patient mentioned they have been experiencing this pain all the time for a couple of years and have been receiving injections for it. The patient stated they had consulted both their orthopedic doctor and a pain specialist, but they were not able to help. The patient confirmed they had not experienced any falls or trauma. The patient began to think the lead might be causing the issue. The patient also mentioned that when they first received the ins, the lead was sticking up quite a bit, so their previous healthcare provider placed the lead deeper. The patient was redirected to their healthcare provider to further address the issue.